Manufacturer narrative:
The alleged event was confirmed by the manufacturing plant. A visual inspection of the returned cycler exterior showed no sign of physical damage. During the attempt to perform the simulated treatment a blank display was encountered. The blank display was due to the inverter board which was found to have a failed transformer with burn damage. The fuse on the inverter board also measured ¿open¿ which is indicative of a current surge. The inverter board will be replaced in production during the refurbishing process. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported a blank screen in the morning after performing treatments overnight. Technical support attempted to troubleshoot with the patient but was not successful. The cycler was replaced. Follow-up with the patient indicated that the treatment was cancelled and completed with continuous ambulatory peritoneal dialysis. The patient did not experience any complications as a result of the alleged event. Upon completion of the plant investigation, it was determined that the inverter board transformer was the cause of the malfunction. The faulty inverter board transformer had evidence of heat damage.